Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, (B)(6) 2014. (B)(4).

Event description:
It was reported that the auto capture threshold measurement for the right ventricular (rv) lead was above range. The lead remains in use. No patient complications have been reported as a result of this event.